Event description:
When I got contact lenses from my optometrist, he gave me a bottle of renu-moisture loc for me to try and I used them for about 5 months. I had severe pain and sensitivity to light on jan 24 and I went to the dr next day. I wasn't aware that it was renu that caused this. Dr gave me anti-fungal medication and I couldn't even leave my house for 4 weeks. My right eye diagnosed with fusarium keratitis, after using medication for 6 weeks. It's much better but dr told me I have a scar on my cornea and I may never be able to get laser surgery for my vision.